Manufacturer narrative:
Additional information: labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manual for the system was reviewed and found to include adequate instructions for use, precautions and operational errors. In addition a review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss was unable to duplicate/confirm the issue. Fss reseated instrument host printed circuit board (pcb) and performed the field service checklist, which the system passed and it was found to meet all amo specifications. Pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. The customer rebooted system and the error was cleared. The initial report indicated that there was five minutes delay; however, it was clarified that the error issue did not occur during the surgery and it happened in between the operations. The was reported that there was no patient injury and the mentioned five (5) minutes delay was the interval time in between the operations.